Event description:
Ventricular pacing threshold increase was observed for the subject device during follow up (B)(6) week(s) ((B)(6) 2012) and (B)(6) month(s) ((B)(6) 2012) after implantation. The pt will be under wait and see approach. Re-intervention will be considered in (B)(6) months in case the threshold keeps increasing. Upon pt files review, the automatically recorded lead impedance curve was found flat (equal at 0) in both atrial and ventricular chambers. An explanation is required for that behavior.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.